Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient underwent a pocket revision procedure due to redness around the implanted device. There was no evidence of infection or erosion of the device. The pocket was enlarged and the original device was implanted to resolve the event. The patient was stable.